Event description:
A customer reported experiencing a cartridge alarm 20 on two occasions. As a result, the customer's blood glucose level rose to 511 mg/dl. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi), and no additional assistance from a third party was required as the customer was not incapacitated. The issue did not occur during the loading process, and it was confirmed that the pump had previously experienced cartridge alarms with consecutive cartridges. Technical support decided to replace the pump, as it was still under warranty, and sent a replacement to the customer. The customer was instructed on putting the pump in storage mode, returning the problematic pump, and programming the new pump. The customer was also advised to reconnect their continuous glucose monitor (cgm) to the replacement pump.